Event description:
It is reported that when the ventilator was connected to a pt it generated a low minute volume alarm and the tidal volume was low. The peep (positive end expiratory pressure) increased without any increase in tidal volume and the pt's oxygen saturation decreased. The pt was disconnected and ventilated manually and oxygen saturation increased rapidly. When the pt was reconnected to the ventilator the ventilator could not deliver set values in pressure control mode. The ventilator was switched out for another one.